Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation corrosion was discovered on the charger/modem's battery board, which caused the reported faults. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corroded battery board. The patient received a replacement battery charger/modem.

Event description:
Download data from a (B)(6) male patient revealed several battery charger faults. Zoll customer support contacted the patient and issued him a replacement battery charger/modem.